Event description:
The customer reported the system displayed no cine. The error occurred after the case ended. This unit was used in an animal lab.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep replaced the data cable - cine bridge and backplane then tested the system. The cine runs as intended.